Manufacturer narrative:
(B)(4). The device was received in good. Condition yet the knife was buckled . The device was tested on the generator and passed all functional testing. The energy output delivered from the device was verified and the cutting of the test media performed as expected. All three tones were heard during functional testing (tone 1 is heard when the energy activation button is pressed; tone 2 is heard when tissue impedance threshold is reached; and tone 3 is heard when the cycle is complete). During functional testing, the blade did not return after the handle was depressed and the jaw did not open. The jaws were opened by applying an opening force on the handle with two hands. The knife blade was buckled which resulted in the jaws not opening.

Event description:
It was reported that during a subtotal colectomy procedure, the device's jaws locked out. There was possibly a bent I-blade. There were no patient consequences. Case completed with a cut, clamp, and tied. Another super jaw was not used. Additional information provided: the case was a very difficult case in which the patient had very thick mesentery. The surgeon activated then device at least 20 times. Eventually the jaws locked out and would not release back to an open position. The surgeon opened the jaw manually. Also, the jaws were not closed across a vessel.

Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time.when additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.